Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported that there a reddish liquid coming out of the system solution drawer of the alinity m system. According to the customer the liquid reached the outside of the system. There were no injuries related to the reported leak. The engineer performed diagnostics and identified that there was a loose tube in the systems solution drawer under the lysis cradle causing a lysis leak. The appropriate personal protective equipment (ppe) was worn by both the engineer and the customer. The leak was cleaned by the engineer as per current service manual. No one came in contact with the liquid.

Manufacturer narrative:
Complaint has been elevated for investigation. This incident is being reported to FDA because the incident occurred in united kingdom using the alinity m system, list 8n53-02, which is also us FDA approved.